Manufacturer narrative:
Information anticipated, but unavailable at this time. See scanned page.

Event description:
It was reported that prior to a lap gastric band procedure while checking the swedish adjustable gastric band before inserting into pt - there is an air leak from the band when inflated the band in sterile water. Procedure was completed with same like device. No pt consequences were reported.